Event description:
Based on info reported to davol: on (B)(6) 2012, it was alleged that during a surgical procedure when the md went to use the irrigator it was noted that the plastic on the product was peeling. Seven products from the same lot were opened, all products had the same issue. Inspection of the received products revealed the plastic on the blister pack was cracked, and the plastic on the product was not peeling. There was no pt intervention. Due to the reported sterility breach, this MDR is being submitted.

Manufacturer narrative:
It was alleged that during a surgical procedure when the md went to use the irrigator, it was noted that the plastic on the product was peeling. Seven products from the same lot were opened, all products had the same issue. The seven devices were returned and visual examination confirmed that the units had various degrees of cracked blisters. The blister packaging seals were found to be completely intact and not compromised. A review of the device history record for this production lot found no mfg discrepancies. Our investigation determined that it is possible that an event of this nature could occur if the devices received some significant impact during the shipping process. The damage that occurred to the blisters is a clear breach of the sterile barrier; however, this damage is highly evident to the user. The IFU cautions that product is sterile unless package is damaged or open.